Event description:
It was reported through a rage clinical study, the patient had a mild compaction with remnant neck post procedure. The aneurysm location was posterior communication (pcom) on the left side. The height is 7.8mm, width 8.3mm, depth 7.7 mm, neck size 5.0 mm and dome to neck ratio: 1. 66 mm. The patient underwent retreatment with using a flow diverter. The patient had a follow-up visit on (B)(6) 2022. There were no additional adverse events reported. Mrs score was 0. Patient exited the study on (B)(6) 2023.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.